Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). Dianeal pd2 ultrabag therapy was ongoing. On (B)(6) 2012, the patient developed peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient began remedial therapy with heparin 2000 iu in all bags, vancomycin, and fortum. Vancomycin and fortum were ongoing until (B)(6) 2012. The patient was recovering from the case of peritonitis. Per the nurse, this case of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.